Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
Additional information received indicated that patient underwent surgical intervention wherein the leads and ipg was explanted.

Manufacturer narrative:
1627487-12192011-003-r. This serial number was included in multiple field advisories. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2019-06911. It was reported patient experienced ineffective therapy. The device did not provide any relief of pain. To address this issue patient may be awaiting surgical intervention.